Manufacturer narrative:
(B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Did the drain function properly upon first activation? No further information is available. If yes, how long after the first activation happened did the issue occurred? How was the case completed? No further information is available. Was another drain needed to correct the situation? No further information is available. If yes, was a new surgery required to place the new drain? Device return status: the device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, suction could not be done. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2021. Additional information: d9. Corrected data: d3. H3 evaluation: complaint sample was received. After opening the sample pouch, only piece of drain approximately 900mm was received. However, the complaint was related to suction not done. It is not possible lo evaluate the complaint sample with respect to complaint registered. Complaint cannot be corelated with respect to complaint sample received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 5/11/2021. Corrected data: d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.